Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. Customer tried to rewind and manually prime and was still having issues. Customer stated she changed the reservoir only and she gets up to 2.0 units and the insulin pump alarms no delivery. Customer was advised to also change the infusion set. Customer stated she wasted 6 reservoirs in the process of clearing the no delivery alarms. Customer confirmed that the alarm was resolved after changing the infusion set as well. Blood glucose value is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.